Event description:
It was reported that after a da vinci lung resection procedure, the monopolar curved scissors instrument connection post was bent by standing the instrument on it's end while removing the tip cover accessory. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the banana plug bent sideways. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was a small piece of pad printing was removed from the proximal end of the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was the main tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of the fissure is in an area that is not protected by tip cover. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pad printing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.